Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient presented emergently with a ruptured 9cm in diameter aaa due to a type iii endoleak/limb separation. The patient was immediately sent to the or where the physician accessed the right femoral artery, and using standard evar techniques, bridged the limb separation by placing an endurant ii 16x16x124 iliac limb in the ipsilateral limb of the proximal stent graft and extending into the distal iliac graft. A 5-6cm overlap was achieved in the proximal and distal seal zones. Final angiogram confirmed that the type iii endoleak was resolved and the rupture eliminated. The physician attributed the event due to not enough overlap at the index procedure. The overlap was possibly only 2.5cm and the patient was lost to follow up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).